Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo but no physical sample was received by our quality team for evaluation. Upon visual inspection, it was observed that there was separation between the luer lock and the tubing segment. A device history record review could not be performed on model 2430-0500 because a lot number was not provided by the customer. Root cause analysis: however, the root cause of this incident could not be determined due to no sample being returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss 0.2m cv luer loc disconnected from the tubing. The following information was provided by the initial reporter: material no: 2430-0500 batch(lot) no: unknown. It was reported luer loc disconnected from tubing segment which resulted in a chemo spill.